Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a spiros®, closed male luer w/red cap, 10 units, disconnected during patient use. The reporter stated that spiros has "popped off" of the medication tubing; however remained attached to the patient's access (neutral or negative pressure claves). The medication involved is 5-fu. There was no patient harm reported.

Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complain.